Manufacturer narrative:
The root cause for the reported issue of communication error/shut down, (B)(4) was not determined. The reported issue that there was an communication error/shut down, (B)(4) could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported an issue with the device involving communication error/shut down while a bolus of fluid was infusing. The information on patient involvement is not known.